Manufacturer narrative:
There was no product returned for this complaint, no product evaluation could be completed. The production records were reviewed and no nonconformances were related to this lot, therefore, supporting the device met material, assembly and performance specifications. Based on the lack of information received and no product evaluation completed, it is undeterminable what caused the separation.

Event description:
During cardiac cath procedure physician was gaining access with mik when device broke in the artery. Physician had to use a snare to remove. Patient's current condition is reported as fine.